Event description:
Complaint received that alleges "when 1st got the device there was no issues using it, but on (B)(6) 2018 she got a shock while using the device & was in pain. Said she has gone to the emergency room (ER) & was informed that she has titanium rods implanted & so the magnetic waves was causing the shocks to her body. Said she also talked to her dr & dr has informed her to stop using the device. Patient states has not used the device since (B)(6) 2018 but is still getting shocks inside her body".

Manufacturer narrative:
The device was returned for evaluation. Full treatment was ran at a test station and observed results were within specifications. A quality assurance technician wore the device for a full 30 minute treatment with no shocks, pain, or discomfort during or after treatment. The reported event could not be duplicated. The device performed as expected with no failure identified.